Manufacturer narrative:
Add'l 1627487-12192011-003-r. Eval: results - as returned, the ipg did not communicate due to a depleted battery. The battery was recovered and the ipg communicated and was fully charged. A complete test was not possible due to the channel 1 broken. X-ray analysis of the header confirmed the failure of channel 1 was due to a broken feed through wire in the header. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09956. It was reported, the pt's entire scs system was explanted due to experiencing ineffective stimulation therapy. The pt was reported, her ipg was non-functional for the past two years.